Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿cloudy image and poor air/water supply¿ was not confirmed. The following findings were noted during device evaluation: due to wear of angle wire, bending angle in up direction and the play of the up/down knob does not meet specifications, adhesive on bending section has a chip, crack, and white clouded area, due to clogging of nozzle, water removal ability does not meet specifications, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, adhesive around light guide lens is peeled, adhesives around light guide lens has white-clouded area, universal cord has a wrinkle, paint on suction-cylinder is peeled, plastic distal end cover has a burn, and distal end deformed. Connecting tube has a scratch, dent and wrinkle. Furthermore, as reported in b5 foreign material was found in the nozzle and air/water cylinder and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted it was unknown if normal, no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if normal the facility flushed air/water nozzle with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported to olympus that the evis lucera elite gastrointestinal videoscope had a cloudy image and poor air/water supply during an unknown procedure. Upon inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.